Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. Results: the review of the manufacturing records verified that this lot met all pre-release specifications. The device was not returned to gore for examination.

Event description:
It was reported that the physician implanted a 25 mm gore helex septal occluder on (B)(6) 2011. The following day it was noted that the device had embolized to the descending aorta. The device was removed in a transcatheter procedure. Further examination revealed that the defect appeared to be a large asd (atrial septal defect) in a floppy septum. An occluder device with an 18 mm waist was implanted and the pt was doing well.